Event description:
Pt was s/p rt. Dhs for subtrochanteric fracture in 1996. Pt recently fell at home and was admitted to the hospital on 12/2001. X-rays showed a transverse femoral fracture right at the base of the dhs plate. Pt underwent surgery for removal of hardware, right femur, and insertion of a right femoral intramedullary gamma nail. During the procedure, following the placement of the set screw, the whole proximal apparatus was removed. The first interlocking screw was placed in standard fashion using a circle in circle technique. A second screw was attempted distal to the more proximal screw. But after much difficulty the drill bit, the final probably 1cm of the drill bit, broke off within the medullary canal of the bone. It was decided to abort placement of a second screw. Both ap and lateral fluoroscopic views showed that the drill bit was contained within the medullary canal of the bone and therefore, it was decided to just leave it alone because it would have no consequences.